Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Field representative inquired on whether code 1003 could cause beeping indicating that the device may have been beeping. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming that the device in which the code 1003 was recorded was associated with a different patient and model/serial number. No additional adverse patient effects were reported.